Manufacturer narrative:
E1 initial reporter establishment name: (B)(6). Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the autoclavable camera head had the image become brighter or darker, or display color bars, a connection issue. The issue was found during inspection for use. There were no reports of patient harm.